Event description:
It was reported that during a laparoscopic bilious pancreatic diversion with duodenal switch procedure, the surgeon was using with optic-view technology. He noticed that the trocar was leaking where the reducer cap is connected to the obturator. They were able to complete the procedure with the trocar; however they had to exchange tanks. A stapler and harmonic were being used.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.